Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the ac power cord was found to be charred at an unspecified location. There were no reports of adverse patient events and no reported delays of critical therapy while the device was in clinical use. Though requested, no additional information was provided.